Event description:
Leica biosystems received a complaint that peloris tissue processor was failing to generate sufficient pressure to pump liquid into the retort. During attendance at the laboratory to assess the operation and function of the instrument, the leica field service engineer (fse) was advised by the complainant that the quality of tissue processing for samples run in retort b was sub-optimal. Investigation of this complaint by leica biosystems is in progress.